Manufacturer narrative:
(B)(4). The user facility reported this event to the (B)(4) authority. The technician evaluated the unit and determined that cause of this event is an incompatibility between hl 20 consoles in version 10 with hl20 pump modules in version 11 and vice versa. Which means a hl20 twin pump module or hl 20 roller pump module with software version 11 can not be operated with a hl 20 console version 10. (B)(4).

Event description:
On (B)(6) 2011, hl-20 pump (serial number (B)(4)) at (B)(6) pumped stop working during a cardiac surgery with an extracorporeal blood circulation and gave an err message. The customer reset the hl20, but again the err message. The customer decided to continue the circulation by using the manual crank, then the tubing was put on another pump module. The same event occurred with another pump. According to the customer, two incidents have occurred after the implementation of a new version of the software. When the pump stopped, the blood circulation of the patient (who was under aortic clamping) stopped. The patient's blood pressure dropped until hand cranking was performed. Note: a similar event for this unit occurred on (B)(6) 2011 and is captured in complaint (B)(4). Complaint (B)(4) will be filed under MFR# 8010762-2014-00530. (B)(4).